Event description:
It was reported that a patient implanted with an impella cp experienced ischemia of the leg. The patient was escalated to an impella 5.5. The impella cp has been discarded.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Manufacturer narrative:
No product was returned for investigation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.